Event description:
It was reported that the patient presented to the emergency room with complaints of diaphragmatic stimulation. The patient reported experiencing chest and abdominal contractions. Upon interrogation of the device, it was found to be in backup vvi mode, and high output pacing was causing diaphragmatic stimulation. After multiple attempts to restore the device using two different programmers, it was noted that the device replacement was indicated. The device was explanted and replaced. The patient was in stable condition with no adverse health consequences.

Manufacturer narrative:
The reported event of inappropriate or unexpected reset was confirmed, while the reported event of muscle stimulation was not confirmed. Interrogation of the device revealed that the device was in backup vvi mode upon receipt. Software analysis of the device image indicated the device went into backup vvi mode due to multiple resets, consistent with an integrated circuit (ic) anomaly in the hybrid. Attempts to restore the device from backup vvi mode were unsuccessful. The device was cut open and it was found to be above the elective replacement indicator (eri) level. Back-up operation mode could not be reproduced.